Event description:
Introducer inserted on 7/3/95. On 7/5/95 nurse was unable to get IV to infuse. Noted lump under pt's skin. Surgeon removed internal catheter and attempted to thread another catheter through introducer. It would not thread and the white portion of the introducer fell out of pt leaving the black tube in pt. The dr retrieved the black internal portion with forceps. Required reinsertion of another central line via another site. No injury to pt.